Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor. Unable to perform excessive no delivery test or occlusion test due to prime anomaly. No motor error alarms were noted and the motor was tested outside the device and passed. The insulin pump powered up properly after battery installation. The operating currents are within specifications. No battery out limit alarms noted. The insulin pump passed basic occlusion test and displacement test. The insulin pump had minor scratches on the lcd window, cracked case at the display window corners, cracked battery tube threads and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 430mg/dl. The customer's most current level was 175mg/dl. Troubleshoot was conducted. The device did not pass the high pressure test and alarmed for motor error. The customer was advised the pump would have to be replaced and returned for analysis.